Manufacturer narrative:
Field corrected to accurately reflect event type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the suspected cause was a defect with the right lead or ins which caused the high impedance. When replaced, the circuit went fine.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: (B)(6) 2021, UDI#: (B)(4), product type: extension. Product ID: 3389s-40, lot# va1g3gz, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: (B)(6) 2020, UDI#: (B)(4), product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp finished the implant in the right gpi from right lead to the ins, but the impedance test showed high results ranging from >14-40,000 ohms in 3 tests. It was noted the left lead to the ins yielded good impedances. The hcp saw a damaged third electrode in the lead upon ensuring dry connection with the extension. They also noticed it was unusual that one screw in the ins was locked as well, upon opening it from the box. After replacing the lead and extension with a new set connected to the first ins, it still yielded high impedance, while the left remained with good impedance. After replacing the first ins, it delivered good impedances on both sides. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis of the ins (serial no. (B)(4)) found no significant anomaly; the ins was received in an overdischarged state. Analysis of the extension (serial no. (B)(4)) found no significant anomaly; the set screws on the distal end were missing. Analysis of the lead (lot no. Va1g3gz) found no significant anomaly; the lead was stretched at the proximal end. H6: conclusion code updated from 11 to 4315. Result code updated from 3233 to 825, 476, 452, and 213. Method code updated from 4118 to 10. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.